Event description:
The customer's blood glucose was unknown. It was reported that the customer's pump was malfunctioning. The customer stated that the insulin pump was off at the time of the call. Advised customer to call back in order to properly troubleshoot the insulin pump. The customer stated that this was the second occurence of malfunctioning that she experienced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.